Event description:
Initial information was received on (B)(6) 2014 from a consumer. This male consumer used a colgate 360 actiflex toothbrush on his outer cheeks and experienced a red/swollen face, "no skin on his cheeks", seeping/sore and rather sensitive cheeks, and pain in his cheeks which caused him to be unable to work. He began using the toothbrush on (B)(6) 2014, brushing his teeth for three minutes, then brushing his tongue for 30 seconds. The consumer then "deep cleaned" each of his outer cheeks for four minutes based on a packaging claim and subsequently polished each cheek for one minute using the other side of the brush. The consumer reported that approximately four minutes after using the toothbrush on his cheeks, his left cheek felt sensitive; however, he proceeded to "polishing" each cheek which he stated was a very painful and uneasy 60 seconds. When he was finished brushing, he noticed that his cheeks were "red and rather swollen" which he attributed to the "deep clean". Upon waking the next morning, (B)(6) 2014, the consumer's right cheek was stuck to his pillow and he was in a lot of discomfort. After peeling the pillow off of his face, he noted that he had "no skin on either cheek", both were "seeping" and extremely sore. He took the day off of work and spent the day applying salt water to his cheeks to ease the pain; however, the pain increased "dramatically" over the next 24 hours. For an unspecified amount of time, the consumer reported that he was "unable to attend work" due to the pain and embarrassment. Use of the toothbrush was discontinued on (B)(6) 2014. At the time of this report, the outcomes of the events were unknown. (B)(4).